Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation was turned on after an environmental exposure. Pt picked up a "roofers magnet" and stimulation came on suddenly. It was reported that the pt had picked up the device before and never had any problems. The location of the pt's symptoms were the parasthesia-low back. It was reported it took awhile for the remote to turn off the ins. It was suggested to have a hcp check that the ins's magnetic read switch was disabled to prevent this from happening again. It was reported that the pt was unable to adjust their stimulation. Pt had changed the batteries. It was reported the programmer was beeping and the lights were coming on with no one touching the device or if the device is just set down on the table. Add'l info has been requested, but was not available as of the date of this report.